Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during introduction, the shaft fractured outside the patient at the proximal end. The device was pulled, and the procedure was completed with a non-boston scientific stent. No patient complications were reported.

Manufacturer narrative:
Device was evaluated by MFR. Promus elite stent delivery system (sds), was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 22cm distal to the distal end of the strain relief. Multiple hyptoube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of hypotube shaft identified a break at 22cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube. A microscopic examination of the outer and inner lumen and mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during introduction, the shaft fractured outside the patient at the proximal end. The device was pulled, and the procedure was completed with a non-boston scientific stent. No patient complications were reported.